Event description:
It was reported that a piece fractured off a curved peek spacer intra-operatively. After the implant was installed and the inserter was detached, the surgeon further impacted the spacer into the disc space when a piece of the spacer broke off. Since the spacer needed to be inserted further, the surgeon elected to remove and replace it with a second spacer. However, during removal, the metal pivoting piece of the implant broke out of the spacer. The remainder of the peek portion of the spacer was judged to have sufficient fixation and remains in-situ. There was a delay of 20 minutes to the procedure, but there were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.